Event description:
It was reported that during an unknown procedure, solid tone with error code 5. After re-installed, the titanium tip broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the blade tip fall into the patient? Is yes, how was the tip retrieved?

Manufacturer narrative:
(B)(4). Additional information received: did the broken blade tip fall into the patient? No. Did this change the patients post-op care? No. Is the broken blade tip being returned with the device? No. Or, was the broken blade tip discarded? Yes the device was received with the blade tip intact and not broken off as reported. The hand activations contacts were bent. Therefore, functional testing could not be performed, as it did not engage with the hand piece. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication, activation issues, incomplete pre-run test or error code screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged.